Event description:
It was reported, the generator did not passing the output check performed on site as part of the incoming inspection. (Des 120 @68 ohms). There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.